Event description:
It was reported that the patient experienced some atrioventricular (av) dissociation. During this av dissociation the pacemaker delivered an atrial pace which induced atrial tachycardia (at). Technical services (ts) reviewed the electrograms (egm) and indicated that due to the av search feature the device shorten the a to a interval, which resulted in the intrinsic ra signal to be within the refractory period and the device then delivered the atrial pace. Ts recommended programming a longer av delay to promote intrinsic conduction instead of the av search feature. This pacemaker remains in service. No additional adverse patient effects were reported.